Event description:
It was reported that 50 bd vacutainer buffered trisodium citrate plus blood collection tubes had the stopper creep out. The following information was provided by the initial reporter: "loose caps citrate tubes. Post collection, the tube caps are found to be loose leading to spillage and repeat sample collection".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2/24/2021. H.6. Investigation: bd received 4 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for loose caps with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of loose caps was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 bd vacutainer buffered trisodium citrate plus blood collection tubes had the stopper creep out. The following information was provided by the initial reporter: "loose caps citrate tubes post collection, the tube caps are found to be loose leading to spillage and repeat sample collection."